Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) slovenia alleging that her onetouch verio2 meter displayed an error 4 message and that she had issues with her onetouch verio test strips ¿ strips were different sizes and colors. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the device issues occurred on (B)(6) 2016 at 18:00. The patient denied taking any medications to manage her diabetes. The patient reported that 20 minutes after the alleged issue occurred, the patient developed symptoms of ¿sweating and shaking¿ which she associated with hypoglycemia and self-treated with food or drink. During troubleshooting the cca noted that the patient had followed the correct testing procedure and with regards to the error 4 issue, when the patient was walked through a retest the issue was resolved. The strip issue could not be resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan criteria of a serious hypoglycemic event after the alleged device issues occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.